Manufacturer narrative:
Na. The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on an unknown date, an unknown size trifecta valve was implanted in the patient. On (B)(6) 2026, the valve got explanted due to degeneration with severe aortic valve insufficiency. A new 29mm non-abbott valve was implanted.